Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the pacemaker could not be interrogated. Premature battery depletion was suspected. The device was explanted and replaced. There were no patient consequence.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. However, premature discharge of battery was not confirmed. Upon receipt, the device had no telemetry. Analysis indicated that the device reached elective replacement indicator (eri) voltage level during implant period and went into back-up mode after explant, which is consistent with exposure to cold temperature. The device was cut open and battery voltage was found to be at end of life (eol). Further analysis performed after installing new battery showed normal device characteristics without any anomalies. Longevity assessment was performed, and the implant duration exceeds total projected longevity indicating normal battery depletion.